Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Device was implanted four weeks before event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: patient was implanted with an unknown date. Approximately 3 months after the operation, the blade backed out of the han implant. Reportedly, the blade is protected with the locking screw. This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).